Event description:
It was reported by the field clinical specialists on (B)(6) that the treating facility in (B)(6) notified him on or about (B)(6) that this patient had developed hemolysis with normal pump parameters and requested possible treatment options if thrombus is confirmed. The communication stated that the controller logs were sent. The pump was turned off on (B)(6) and the patient expired. No additional information regarding the event is available at this time.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed that the pump parameters were within the normal operation range until june 2, 2015 when there was a sudden drop in power consumption. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based available information no conclusion can be made regarding the relationship of the hemolysis and the device or treatment. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. Per the IFU- adverse events that may be associated with the use of ventricular assist devices, other than death and hemolysis, include device thrombosis and renal dysfunction. Hemolysis may be due to non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Hemolysis is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU- adverse events that may be associated with the use of ventricular assist devices, other than death and hemolysis, include device thrombosis and renal dysfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.